Event description:
Per letter from attorney: the plaintiff is a double amputee who alleges their wheelchair was not equipped with a seatbelt when the wheelchair struck a defect in the sidewalk, causing pt to fall.